Event description:
Per the clinic, the patient developed an infection around the incision site. On (B)(6) 2012, the patient underwent a surgical procedure to clean the affected site. The patient was subsequently hospitalized for 15 days. The patient was re-admitted to the hospital the first week of october (specific date not reported) and an additional surgical procedure to clear the site was performed. Follow up on (B)(6) 2012 indicated that patient has an infection. There are plans to explant the device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; it is unknown whether there are plans to reimplant the patient with a new device as of the date of this report, (B)(4).